Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA. No additional info was available regarding the specific date on which our subsidary was notified of this event.

Event description:
During a herniorrhaphy procedure, the e-piece on the tip of the instrument disengaged in use. The hosp reported that no pt injury had occurred.